Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned as it exhibited high pacing threshold. Additional information received indicated that the cause for high threshold was not known. There were no lead dislodgement noted. No additional adverse patient effects were reported.